Manufacturer narrative:
The elevator was visually evaluated and the tip was found to be broken off. The broken fragment was not returned with the elevator. There are scratches and normal signs of wear on the handle indicating the use of the instrument; no discoloration was found. Functional check was not performed as tip was not present. The manufacturing history was reviewed and no non-conformance were identified for the potential lot numbers. There were no indications of manufacturing defects. The most likely underlying cause of the complaint issue is excessive force applied by the user.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tip of the elevator broke during an extraction. The tip was not embedded in the patients' gums the tip was visible and removed by suction. There was no injury to the patient and no delay to the procedure; another instrument was used to complete the procedure.

Manufacturer narrative:
The lot number is unknown, however there are two potential lot numbers, 030507k06 manufacture date march 2, 2007 and 120406k06 manufacture date dec. 4, 2006. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.